Event description:
It was reported that the user experienced recurrent low blood glucose with subsequent rebound highs while using the ilet and treated lows with oral glucose in the form of apple juice, with education provided that the user was overtreating and review of proper hypoglycemia treatment protocol completed. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 393 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to overtreating hypoglycemia, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.